Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy, while trying to cut the lung tissue, the first reload was unable to be fired. The green button was pressed but the handle could not be squeezed. The reload was replaced and was able to be fired but was unable to be removed because the jaws stuck onto the tissue. The instrument was removed by force and the staple line had to be repaired with sutures in order to complete the case.